Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak occurred fifteen minutes into treatment. The leak was visually observed dripping from the bottom of the dialyzer estimated blood loss was less than 5 ml's. A new system was strung and the pt completed their treatment without further issue. Pt had no ill effects. Sample is not available.